Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and not detected on communication bus. Customer stated that there was a delay in the dispensing of medication and they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.